Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the custom tubing pack, a leak was identified at the tubing connection. Blood was observed on the heart-lung machine frame and on the bottom of the oxygenator, indicating a device-related irregularity. The leak was specified to have originated from the tubing connection and was noted to have appeared in multiple packs. Patient blood loss did not occur because of the leak. An unplanned blood transfusion was not required because of the blood loss from the leak. The device was used to complete the procedure and the leak was only discovered during circuit teardown after the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction general data (mfg. Site ID): field was updated to p1021 correction d.1/2/3/4 (brand name/product code/MFR name/model): fields were updated. Correction. Additional codes. Img (annex g) component: updated to g04057. Correction.b5: it was reported that during use of the fusion oxygenator, a leak was identified at the tubing connection. Correction g.2.4 PMA / 510(k) #: field was updated to k240666. Additional information b5. Medtronic received additional information that no abnormal air was noted in the system. The customer noticed that blood had dripped onto the hlm frame when taking the water lines off the oxygenator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood residue running down the inside the device. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for return was visually confirmed by the blood residue on the bottom of the fiber bundle. Additional information d4.3 serial #: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.